Event description:
Per the clinic, the patient has been experiencing headaches and dizziness since implantation on (B)(6) 2017. The patient has been wearing the device constantly; however, as the volume increased to the point where speech was heard, the stimulation becomes unpleasant, uncomfortable and painful that stings with pulling sensation. The patient also experienced poor performance with the device and no longer has speech understanding. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.